Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The device history record for zimmer skin graft mesher serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6), 2019, it was reported that a mesher needed to be repaired. The customer returned a zimmer skin graft mesher serial number (B)(4) for evaluation. Evaluation of the device on (B)(6) 2019 noted that the comb and roller were damaged and that none of the pretests could be performed due to the damaged comb. Repair of the mesher occurred the same day and involved replacing the comb and roller. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician confirmed that the comb was bent and that the roller was damaged, it cannot be determined from the information provided as to what caused the comb to become bent or the roller to become damaged. Therefore, a specific root cause of the reported issue cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the skin graft mesher was in need of repair. During the investigation, it was discovered that there was a damaged comb and roller. No adverse event was reported as a result of this malfunction.